Event description:
It was reported that the patient was referred for replacement as the generator is now protruding. The neurologist¿s office reported that the mom noticed a scab and abnormal tissue around the generator in the 24 hours prior to the surgery. The device was explanted. It was mentioned that there was a washout procedure but no mention of infection. The explant was to preclude serious injury. The device was discarded. The DHR was reviewed for the generator. The device passed all specifications and was sterilized prior to distribution. No additional or relevant information has been received to date.